Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reloaded the software and ordered a hard disk drive. The system was tested adn found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a system 154 error message. No pt injury was reported.